Manufacturer narrative:
The investigation found that the protective cover did not lose pressure or force when the technician was removing the tube. The possibility of the cover being in a downward motion and striking the user on the back of the head was ruled out since contact would have been made with the technician's back or lower back and not the back of the head (as alleged). It is highly likely that while removing the tube, the technician swiftly moved back to an upright position with a straight back, misjudging the current position of the cover and consequently hitting the back of their head on it. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation that the input sorter lid/cover on the cobas p 512 pre-analytical system fell and did not stay open. The technician "partially" lifted the input sorter lid/cover to retrieve a tube; the input sorter lid/cover was reportedly not fully lifted. When pulling the tube out, the lid/cover allegedly did not stay open and hit the technician on the back of their head. Reportedly, the technician was not holding the lid/cover by hand when inside the instrument. The technician was reportedly wearing gloves, a face shield, and a laboratory coat.

Manufacturer narrative:
The field service engineer (fse) visited the customer site. No problems were detected with the input sorter lid/cover. The fse was unable to reproduce the customer's allegation. When the lid/cover was lifted halfway, it remained at the halfway point. When the lid/cover was lifted all the way up the lid/cover remained in that position. The fse replaced the input sorter front cover gas springs due to the customer's allegation. The fse verified the lid/cover opened and closed as designed. The fse noted that when the lid/cover was lifted halfway, the lid/cover continued to rise to the top; the lid/cover stayed in the lifted position until closed. The investigation is ongoing.